Manufacturer narrative:
Investigation summary: three loose 10ml s/t syringes were received and visually evaluated. The plunger was pulled back and fluid path evaluated. A small amount of silicone was observed to be present on the stopper¿s surface and the roof of the barrel. The amount of silicone observed was normal and expected amount for this product per specification. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that an unspecified number of bd¿ slip tip syringes without needles experienced foreign matter contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd slip tip syringes without needles experienced foreign matter contamination.